Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i06052 and h13j11028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and weakness coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital on the same day. The patient was treated with unknown antibiotics for the peritonitis event. The patient was discharged from the hospital nineteen days after the hospitalization as was recovering from the peritonitis. On an unreported date, dianeal and extraneal therapies were discontinued. No additional information is available. This is report 3 of 4.